Event description:
It was reported that there was partial image loss.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: image is coming up off center. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: detached prism bracket. Most likely by the camera head being dropped or exposed to high temperatures damaging the prism. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was partial image loss.